Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) got caught on an unknown stent and ruptured. Button 1 was pressed but could not be pressed; the use of my-01 was abandoned and hemostasis was completed with manual compression (mc). There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). After placement of an unknown stent, a hemostatic technique was performed while viewing contrast. The contrast showed that the balloon was less than 80% inflated and the inflation indicator was retracted. Since he had already lost vascular access to the unknown 6f 10 cm sheath, a new unknown device replacement was deemed impossible. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the unknown 6f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. An unknown stent was placed from the left iliac artery to the common femoral artery (cfa) with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd, 6f/7f¿ was returned for investigation, as well as two pictures of the device during the procedure. Per picture analysis, the first picture shows the mynx control 6f/7f unit inserted into the patient. The mynx control is inserted into an unknown 6f catheter sheath introducer (csi). Button 1 is at 2/3 of its total travel, and button 2 is not depressed. The inflation indicator is partially released. The syringe is connected to the device; the plunger is located at 3ml position; inside of barrel liquid and air can be noticed (3ml approx), and the stopcock is closed. Blood residues are noted. The second picture shows the handle section of the device. The mynx control is inserted into an unknown 6f csi. Button 1 is at 2/3 of its total travel, and button 2 is not depressed. The inflation indicator is partially released. Blood residues can be observed. No other anomalies of the product was noted with pictures received. Per visual analysis, the unit was thoroughly inspected observing that button 1 is 1/3 partially depressed and button 2 was not depressed. The syringe was returned attached. The catheter was properly inserted into an unknown non-cordis catheter sheath introducer (csi) locked on to the sheath catch. The stopcock was set to the open position. The sealant remained in the manufactured position swelled by the blood and saline solution saturation. The atraumatic tip did not present any damages or anomalies, and the balloon was not inflated. The device was blood saturated. No other outstanding details were noted. The unit was cleaned up with water in the ultrasonic machine in order to remove all possible saline and blood obstruction. Due to the unit being submerged in water to apply the ultrasonic waves, the sealant was saturated and swollen with water that caused a partial exposure. Also, due to the vibrations, button 1 was returned to the home position. Per functional analysis, an inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality in accordance with the IFU; and no anomalies were observed as the balloon inflated as expected. A product history record (phr) review of lot f2218101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since the balloon inflated during functional analysis. The exact cause of the reported incident could not be conclusively determined during analysis of the returned device and pictures received. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the issue experienced since there was no rupture noted. However, the cause of the reported failure may have been attributed to the prep of the balloon since the customer reported that the balloon was less than 80% inflated when visualizing the balloon with the contrast. It is possible that there was still air within the device when the product was used in the patient. It was also noted that the inflation indicator was not fully extended in the image received of the device. This could also be related to inflation factors since there were no anomalies noted during analysis. Although not intended as a mitigation, the mynx control IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon rupture. The IFU also states, ¿inflate the balloon until the black marker is fully visible on the inflation indicator and close stopcock.¿ neither the phr review nor the product analysis suggest that the reported failure is be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2218101 presented no issues during the manufacturing process that can be related to the reported event. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) got caught on an unknown stent and ruptured. Button 1 was pressed but could not be pressed; the use of my-01 was abandoned and hemostasis was completed with manual compression (mc). There was no reported patient injury. The mynx vcd was prepped according to IFU (instructions for use) instructions. After unknown stent placement, a hemostatic technique was performed while viewing contrast. The contrast showed that the balloon was less than 80% inflated and the inflation indicator was retracted. Since he had already lost vascular access to the unknown 6f 10 cm sheath, a new unknown device replacement was deemed impossible. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the unknown 6f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. An unknown stent was placed from the left iliac artery to the common femoral artery (cfa) with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.